Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age characteristic is male/45 years old. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: the relationship between the s-wave in lead 1 and recurrence of rvot pvc ablation.¿ journal of electrocardiology 51 (2018) 519¿523. Https://doi.org/10.1016/j.jelectrocard.2017.12.033. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complications during the use of a cardiac ablation percutaneous catheter. There were two (2) patients with vascular access ¿complications¿; both of which were ¿controlled with conservative medical care.¿ there was also one (1) patient who showed ¿hemodynamic compromise developed.¿ the patient underwent an echocardiography which detected pericardial effusion and tamponade. An urgent pericardiocentesis was performed and the patient was discharged ¿uneventfully¿ two days later. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. The status/location of the cryoablation catheter is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.